Manufacturer narrative:
The device that was intended for use in treatment, was not returned for evaluation. With all additional information provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found, that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause may be an obstruction or component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that nurse stated renasys go was not suctioning properly. She stated she changed out dressing and canister and the device is on green 120 continuous with no alarms, however there was no suctioning of the fluid from the patient's wound. She stated the patient had a history of a significant amount of fluid coming out of the wound. She has been there for the last 2 hours and has not seen any fluid going into the canister. No further information available a no harm or injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.